Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported hat the luer lock connection was loose in the past. The user does not believe their blood glucose (bg) level went over 240 mg/dl for the past event. At the time of report, the luer lock connection became disconnected when the user stood up. The user's bg level was 167 mg/dl. The user successfully connected the luer lock connection and resumed insulin delivery for each event.